Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received a used easypump ii lt 100-50-s without packaging. The provided sample was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was not closed with a closing cone. The original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump and waiting for 60 minutes the pump did not working (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no defect detected at final control inspection. However, flow rate failure/deviation is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been requested to be sent for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump-flow rate-too slow. Infusion too slow (pump that has not infused completely). Drug:5fu and nacl 0.9%.